Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the surgeon grasped bone fragment from site and twisted. The mouth of the pituitary did not withstand the motion and broke. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The upper jaw is broken off at the base of the dynamic jaw; the broken off portion of the jaw is missing and not returned for analysis. Optical examination discovered a quasi-brittle fracture, with river lines suggesting the direction of fracture.